Event description:
The customer reported that the oxygen sensor on the 840 ventilator was out of calibration. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor and oxygen sensor cable assembly. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).